Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation, the monitor was unable to power on. There was a short near component j1, which caused an open fuse f600 on the computer/analog board. The root cause for the short could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was unable to power on.